Manufacturer narrative:
(B)(4).

Event description:
Information was received from a physician in regards to a patient who was being treated with compounded baclofen intrathecal (concentration: 500 mcg/ml; dose: 60 mcg/ml; lot number not known to reporter). The patient's indication for device/therapy use was intractable spasticity. The patient's medical history or additional medications the patient was taking at the time of the event was not provided. The event date was 2(B)(6) 2015. The patient's pump was empty and the empty pump alarm was occurring. The patient had missed a refill. The physician had dropped the dose to "50" then "60" and back to "50mg/day." The physician was going off of the wrong dose for the refill date and the patient's pump ran out of medication. The physician noted that the pump alarm did not go off. The logs indicated that both the low and empty alarms occurred, and both alarm intervals were set to occur every hour. The low reservoir volume alarm date was (B)(6) 2015, and the empty reservoir alarm date was (B)(6) 2015. The physician was going to give the patient oral medication and order the intrathecal baclofen. The patient had experienced a sudden onset of spasms and tremors. Information regarding the outcome and any additional interventions/actions were not provided. Additional information has been requested, but it was not available at the time of this report.